Manufacturer narrative:
The received device had the cannula assembly not deployed. Download data showed an 0x41 alarm and the device was de-activated after 47 pulses following the end of second prime. Contamination on the commutator cap resulted in a false-open read by the rotational sensor. This false-open caused first prime to end prematurely, and resulted in the device failing to deploy the needle and cannula before the end of the priming sequences. The device was connected to a master pdm and a 5u test bolus was delivered, but the false-open was replicated during priming and during the bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the both the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.